Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would no longer power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was no longer turning on. The device was returned to the customer unrepaired at the customer's request. The customer was advised to remove the device from service. The cause of the reported issue could not be determined.